Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving dilaudid [1 mg/ml] at a dose of 0.095 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2017 that during a normal pump replacement procedure, the doctor noticed a fracture after releasing the catheter. It was indicated that the patient exhibited no signs or symptoms related to this event. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. It was reported that no troubleshooting was involved, just that the fracture was noticed after releasing the catheter during the normal pump replacement procedure. A revision kit was used to restore catheter functionality as intervention taken to resolve the issue. It was stated that surgical intervention occurred as the existing catheter had a small fracture towards the proximal end of the catheter. Approximately three centimeters (cm) of the catheter were removed at the fracture location and the existing catheter was reconnected using a pin connection from an intrathecal catheter distal revision kit. The catheter was restored and confirmed at normal patency. It was noted that the original pump connector was replaced by a sutureless pump connector at the physician¿s request. It was indicated that at the time of the report the patient status was ¿alive ¿ no injury¿ and that the issue was resolved. Note that the report that surgical intervention occurred is conflicting with the report that the event took place during a normal pump replacement procedure and the indication that the patient status was "alive - no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.